Event description:
On 2/19/95 at or about 6 pm, as pt was being turned on her left side (she was able to turn herself with some assistance) during linen change and skin care, the pt fell from the bed to the floor. The left upper bed rail, which was in the "up" position, suddenly gave way and moved to the "down" position when the pt made contact with the rail, while being turned. Examination and tests revealed that the pt sustained no apparent injury. On 2/20/95 at 5:33 am, she experienced a respiratory-cardiac arrest. Despite advanced life support measures, she expired.